Event description:
While performing a robotic right inguinal hernia repair the bipolar forceps superficially snagged the patient's bowel intestine. The doctor removed the bipolar forceps and stitched the bowel. Upon removal of the instrument, it was noted to be broken. The instrument had been used 12 times and this was the 13th time, and had two reprocesses left.